Event description:
The customer contacted philips healthcare to report that if the device is bumped, the device then alarms for vtach. There was no impact to the involved pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.